Manufacturer narrative:
The complaint stated that the controller was heating up during charging. The charging cable was not returned with the controller. Inspection of the controller found no evidence of thermal damage in and around the port area. The battery was depleted on the returned controller. The controller was charged for investigation and no heating issues were observed. When the controller was turned on & unlocked, it underwent the 22 steps for initialization and the controller default screen did not appear. User credentials were requested indicating the device was reset. The main menu could not be accessed. Due to the reset, the log files from the device did not contain any information. The exact cause of the data loss could not be determined. Although no heating issues were seen during the charging of the controller & no thermal damage was observed on the controller, without the log files the exact cause of the reported heating issues could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the personal diabetes manager (pdm) battery chord was heating up and smelling like burning plastic whenever she charged her op5 controller.